Event description:
This complaint was raised with minimal information received from stryker clinical team: "subject reports extreme pain in the left knee and left hip and requires painkilling medication. Previously patient had to use morphine to control pain - this was discontinued due to side effects. Patient attributed pain to device. Surgeon¿s clinical notes to follow. Medical history of back pain and leg pain, diabetes, htn and asthma."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted